Event description:
Per the audiologist, the pt refuses to use the device on one side despite efforts from his parents and clinic. The patent has an implant on the contralateral side. Reportedly, the incorrect external processor was inadvertently used by the pt's mother to stimulate the implant, causing an adverse reaction. It was recommended to get the pt to wear the device without stimulation. Once he is comfortable wearing the device, the sound processor should be in 2008, it was reported, the pt still refuses to use the device. Results of an integrity test done five days later, were consistent with normal receiver/stimulator function with multiple electrode anomalies. The pt's device was explanted three months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed on jan 23, 2009.